Manufacturer narrative:
(B)(4). The device was received and is currently awaiting evaluation. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(4). Additional information: this lot was manufactured november 18, 2014 ¿ november 20, 2014. Evaluation summary: the device was received for evaluation. Visual inspection revealed a white particle approximately 2.25 mm in length, floating in the fluid of the bladder. Fourier transform infrared spectroscopy identified the particulate matter to be polyisoprene material. The cause of the condition was not determined. A CAPA has been opened to address this issue. A batch review was conducted and there were no deviations found related to this reported condition during the manufacture of this lot. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a half day infusor had particulate matter inside the balloon. This was noted before patient use. The device was filled with desferrioxamine. There was no patient involvement. No additional information is available.